Event description:
Additional information was received and stated that the impactors had been damaged. One of the impactor tip threads had been damaged by the surgeon using the impactor to tap the acetabular cup into a different position which damaged the threads and made the threads not viable to use with an acetabular cup again. The second impactor had the end cap of the impactor where a mallet is used to strike it break off. Likely metal fatigue over long term use. Both items were immediately removed from use by the central sterile manager.

Manufacturer narrative:
Product complaint(B)(4). Investigation summary : notified by central sterile 2 items arrived in sterile department damaged/unserviceable. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection found the threads on the tip stripped. A dimensional inspection was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces, like off axis assembly and/or heating the impactor before is fully threaded on its mating component. The overall complaint was not confirmed as the observed condition of the pinn straight cup impactor would not contribute to the complained device issue.¿ based on the investigation findings, the potential cause is traced to unintended use error , and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b5, d9 corrected: h3, h6 (updated pe code from visual: damaged - unspecified to visual: stripped/worn/twisted/cross threaded under (B)(4). And for (B)(4)., it was updated to broken (2+ pieces): pre or post operatively/step unknown).

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that impactor tip threads had been damaged by the surgeon using the impactor to tap the acetabular cup into a different position which damaged the threads and made the threads not viable to use with an acetabular cup again. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? No, did the patient require revision surgery or hardware removal? No, patient status/ outcome / consequences no, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?none, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study unknown, (B)(4) device property of none, device in possession of rep by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: notified by central sterile 2 items arrived in sterile department damaged/unserviceable the product was not returned to depuy synthes, however photos were provided for review. See (B)(4). The photo investigation found the threaded tip stripped/cross threaded, confirming the reported allegation. The observed condition is consistent with the device being assembled slightly off-axis and/or inpacting the device before is fully seated in its mating component. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed. As the observed condition of the [pinn straight cup impactor] would contribute to the complained device issue.  Based on the investigation findings, the potential cause can be attributed to unintended use error it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). The previous g3 field was submitted in error. Correct g# field date is 3-jan-2024.